Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device shows error code 41622. This event occurred during testing.

Manufacturer narrative:
D9: 30-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the presence of error code 41622 (motor timeout) and the cause was traced to the optic sensor. The optic sensor was replaced to address this issue.